Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. The blood glucose was high and treated with correction injection via multiple daily injection (mdi). No further information available.